Event description:
Related manufacturer report number: 2017865-2023-22464. Related manufacturer report number: 2017865-2023-22465. Related manufacturer report number: 2017865-2023-22466. It was reported that the patient was expired. The cause of death was unknown. Further information was requested but not received.

Manufacturer narrative:
The device was returned for evaluation. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.